Event description:
Case number: (B)(4), mps reported joint angle inconsistent error, fail on m6. Case type: tka. Surgery was not completed robotically. Update: surgical delay 30 min.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: mps reported joint angle inconsistent error, fail on m6. Device evaluation and results: per (B)(4): fse recabled j6 transmission cables. System was found to be within mako tolerances and specifications. Product history review: a review of device history records shows that on 11/11/11 (B)(4) device was inspected and (B)(4) device was placed on: npr 11-08-0127, npr 11-09-0016, npr 11-09-0018, npr 11-10-086, npr 11-11-0051; npr 11-11-0040, npr 11-11-0021, npr 11-11-0009, npr 11-11-0019. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 201913 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4), mps reported joint angle inconsistent error, fail on m6. Case type: tka. Surgery was not completed robotically. Update: surgical delay 30 min.